Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had power loss and the insulin pump reset a while ago. Customer is on holiday and will use the holiday pump. Customer will replace the pump after the holiday.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, power loss alarm, low battery alarm and a power system error was confirmed in the long trace. The power loss alarm occurred after the power system error was cleared. Detail trace analysis has confirmed the insulin pump alarmed low battery and alarmed power system error was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the printed circuit board area 1 the insulin pump was monitored and functioned properly. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.